Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence and urethral perforation. The device was initially implanted in (B)(6) 2020. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The patient outcome following the surgery was normal.